Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had critical override. The nurses had to use an override under the patient's profile to access the medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was no longer in critical override. A technical support specialist (tss) dialed into the server and verified the critical override reason query, confirming the override had ended shortly before the session. Downtime query showed orders were processing normally, and no critical alerts were found in health sight viewer (hsv). All services were confirmed to be running. Tss then connected to the station and verified that it was no longer in critical override. The system functioned as intended after the technical support specialist checked the device.